Manufacturer narrative:
The certas valve (ID 828805 ) was returned for evaluation. Failure analysis- the position of the cam when valve was received was at setting 3. The valve was visually inspected; a tear or cut was noted in the needle chamber. The catheters were irrigated; a tear or cut was noted in the catheter. The valve was hydrated. After hydration, the setting stay at 3, any change was noted. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted. The root cause for the ¿tear/cut noted in the catheter ¿ is due to a sharp or pointed object coming into contact with the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted via v-p shunt on (B)(6) 2022 with unknown setting. On (B)(6) 2023 the set pressure was changed from setting 4 to 3; however, the ventricles did not shrink. Since the valve's peritoneal catheter was clogged, the shunt system was removed and replaced on (B)(6) 2023,